Event description:
The user was implanted on the (B)(6) 2021 and suffered from otorrhea following the surgery. An incomplete healing of the incision site was noted on the (B)(6)2021. When he was seen on the (B)(6) 2021 extrusion of the device was documented through the incision site. The device migrated anteriorly and the stimulator could be seen through part of the incision line. In the opinion of the surgeon the migration of the housing caused the extrusion of the implant. The user was explanted on the (B)(6) 2021 and re-implanted at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device migrated from its intended position causing an extrusion of the device through the skin. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on the (B)(6) 2021 and suffered from otorrhea following the surgery. An incomplete healing of the incision site was noted on the (B)(6) 2021. When he was seen on the (B)(6) 2021 extrusion of the device was documented through the incision site. The user will be re-implanted on the (B)(6) 2021.